Manufacturer narrative:
An investigation is in progress. An additional supplemental MDR will be submitted upon completion of the investigation. Per FDA guidance for eua, a batch MDR is being submitted to represent both alleged samples as it is unknown if the samples were true patient or manufactured samples. In addition, as these were samples ran for validation purposes, no erroneous result were reported to patient and/or medical personnel. The customer issue has been alleged on the cobas sars-cov-2 qualitative test for use on the cobas 5800/6800/8800 systems ce-ivd, catalog number 09448870190 and UDI (B)(4) which is not yet available in the us. The similar assay currently available in the us under emergency use authorization is the cobas sars-cov-2 test for use on the cobas 6800-8800 system (B)(4), product code: qjr). The product catalog number for the test (480t) is 09343733190 and the UDI is (B)(4). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results for two samples while using the cobas® sars-cov-2 test for use on the cobas® 5800/6800/8800 systems. As part of validation, the customer ran 5 known positive samples. Two out of the 5 samples generated an unexpected negative result. As these were samples ran for validation purposes, no erroneous result were reported to patient and/or medical personnel. No harm was alleged. An investigation is in progress to evaluate the customer issue.

Manufacturer narrative:
This is a follow-up report to provide the case conclusion for 2243471-2022-00368. An investigation concluded that no product problem or systemic issue was identified and the reason for the discrepant results are sample specific. Data was provided but the data was anonymized so the 2 samples in question (ID (B)(6)) could not be located within the data. The run data does show a valid run with positive and negative samples which indicates there is unlikely any reagent-related issue. Although requested additional information was not provided by the customer. Based on the limited information, the plausible reason for the discrepant results observed is likely sample-specific. The samples could be at or near the lod for the cobas® sars-cov-2 test or poor sample integrity. (B)(4).